Event description:
A nurse reported an intraocular (iol) lens was exchanged due to the patient experiencing blurry vision. Additional information was received from the surgeon who reported that the patient experienced posterior capsular opacification. The surgeon reported the blurry vision continues. The surgeon used an unapproved handpiece and viscoelastic during the procedure.

Manufacturer narrative:
The lens was returned and haptic and optic damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used. The handpiece used is not compatible with the cartridge. The viscoelastic used is not approved for use with the qualified cartridge combinations for this lens model. The product history record could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The focal length and resolution were within specifications. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(6) 2013. (B)(4).